Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported uncut side in the left eye during lasik treatment. The surgeon used scissors to separate the side cut and treatment was completed with no patient harm.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows ten treatments on that day were finished successfully . The reported treatment could be identified in the logfile. The user operated the surgery with recommended energy setting. No relevant deviation between planned and performed energy is detectable for the treatment. But the logfile shows that the user performed energy check only at system startup and then performed the further surgeries about three hours without energy check at that day. The used flap parameter shows a thin intended flap of 100 m (microns). The combination of thin flap and water/lacrimation might have caused the flap to become thinner than intended. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and cone and remain as an visible bubble. Bubble can cause uncut area. No technical root cause could be identified. The most likely root cause is thinner flap setting and the combination of thin flap and water/lacrimation caused the flap to become more thinner which caused uncut area. The manufacturer internal reference number is: (B)(4).